Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented for a routine follow up, high pacing threshold was observed. The patient will be monitored.